Event description:
It was reported that this pacemaker was found to be in safety mode. The patient will be scheduled for a device replacement. At this time, the device remains in service. No adverse patient effects were reported.